Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the stapler would not go into firing when clamping the tissue. When the device was removed from the patient's body, the reload could not be removed from the handle. New handle and reload were used to complete the case. There was no patient injury.